Event description:
Asku

Event description:
It was reported the lead experienced high impedance, oversensing, no capture, high threshold and a lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; proximal segment returned and analyzed.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted.